Manufacturer narrative:
At the end of the registration process, (e.g. Sdbs process step prior to navigation where the pre defined registration points are matched to the actual anatomical location on the pt) the system did not accurately line up with the pt's main corina. Defect consistent with component failure. After replacing the location processor/amplifier (la/lp) and location board (lb) the sdbs system passed the accuracy test. There were no consequences to the pt.